Event description:
During a transfemoral tavr procedure, after removal of the sheath, a dissection in the right common femoral artery was noted requiring placement of a stent. Surgical exposure was gained on the right common femoral. Serial dilation was done with the 16fr, 18fr and 20fr dilators. There was difficulty inserting and removing the 18fr and 20fr dilator. Significant scoring was seen on the 20fr dilator. The sheath was placed with difficulty. After the valve was deployed and the delivery system was removed, the sheath was retracted and the artery was surgically closed. Final angiogram showed a dissection of the rcf; a crossover sheath and wire was advanced and propagated the dissection into the sfa. Vascular was consulted and a surgical repair and endovascular repair was done to the vessel. A stent was placed in the rcf and the patient was transferred to the unit for observation. The access vessel minimum luminal diameter (mld) was 6.0mm. The vessel was severely calcified, with mild tortuosity. The portion of the vessel that was 6.0mm was the mid femoral head. It was discussed in the pre-meeting that the vessel immediately above the 6mm calcified segment was large enough to accommodate a 20fr sheath. A cutdown was chosen to directly visualize the calcium and avoid that segment; however, the stick was performed between the 2 diseased segments.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter (mld) for an 18fr edwards expandable sheath is 6.5mm. In this case, the patient¿s access vessel diameter mld was 6.0mm, the vessel was severely calcified and mildly tortuous. It appears that patient factors [smaller than indicated vessel diameter for the 18fr sheath and severe vessel calcification] contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.